Event description:
Pt, partially disabled with a left cerebrovascular accident and with a carotid bruit, got head wedged between the mattress and bedrail of a hill-rom centra bed. It is not clear if pt fell off the bed or was transferring to the bed from wheelchair. Called for assistance. It took two staff to extricate pt. Minor trauma to head, shoulder, leg. High potential for asphyxiation or cervical vascular compression. Hill-rom was aware of this event in 03/2000 and rptr can not find maude report from them. Facility did not report. Facility cited for immediate jeopardy and failing to provide safe environment. Hill-rom apparently knew of citation. In view of multiple incidents of entrapment between bedrails and mattresses, it is likely that add'l such events for intended pts for this bed will recur thus, rptr believes this is a product malfunction per FDA regs.